Event description:
Caller reported the presence of air bubbles and gaps in the tandem mobi system, specifically located in the cartridge, which were observed during the load sequence and tubing fill. There was a measurement of blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l), indicating no severe impact. The customer was able to address the issue by using room temperature insulin and a fill rod to remove air bubbles, after which the large air bubbles and gaps no longer existed, allowing the caller to resume insulin therapy.